Manufacturer narrative:
The used abc bend-a-beam single function malleable abc hand control handpiece from the original surgery on (B)(6) 2015 was retained by the end-user risk management department. Seven (7) lot samples were returned to conmed for evaluation. These were received on 24-sep-2015. A visual inspection noted no damage or visible defects with any of the devices. Each device was removed from the sealed packaging and functionally tested using an abc electrosurgical generator (conmed system 7500 abc esu). Each handpiece was plugged into the generator in the "off" condition and then subsequently turned on. No error was given. The device was actuated several times using a saline moistened sponge resting on a stainless steel patient plate. The handpiece fired successfully and shut off when the button was released. The handpieces were again connected to the generator while in the "on" condition. The handpieces did not activate until the button was depressed and again successfully shut off when released. A sampling of the returned stock product was disassembled. The switch pcb (printed circuit board) was examined for soldering defects. None were observed. Evaluation of the seven (7) returned lot samples found all devices functioned properly during testing and the reported problem of auto-activation could not be reproduced with any of the lot sample devices. However, information received from the bioengineering department of the end-user facility indicated that the actual abc handpiece involved in this reported incident was examined as follows: this handpiece was plugged into the esu prior to the esu being powered up. It was reported that once the esu was powered on, an error message was received. It was also reported that when the involved abc handpiece was plugged into the esu after the esu was powered on there were no error messages; however, the abc handpiece immediately fired once it was plugged into the esu. These results parallel the testing that conmed has performed on past complaint devices that displayed a soldering defect on the switch pcb. Most probably this soldering defect was present within the actual abc handpiece involved in this reported incident. The end-user bioengineering also reported that the involved esu, conmed system 7550, was functionally tested and passed all system checks. This esu was just purchased, new, by the end-user facility in (B)(6) 2015. The abc handpiece was manufactured on 25-mar-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there has only been (B)(4) additional reported event. A two (2) year review of the product history for this device family showed a total of (B)(4) similar reports of self-activation. Of these (B)(4) complaints, only (B)(4) complaints have resulted in adverse events of patient burns. During the same two (2) year time frame over (B)(4). Based on available information, it is believed that the end-user did not follow the proper set-up sequence as outlined in the IFU and reprinted below. The end-user turned the abc generator on and then proceeded to plug in the abc handpiece resulting in the auto-activation of the device. If the IFU sequence was followed in the proper order, the end-user would have received an error code on the esu and the device would not have activated. Also, the abc handpiece, at the time of the reported incident, was placed on the patient's surgical drape and not in a safe insulated location as per the device IFU. Nonetheless, as a result of the investigation findings, an investigation has been opened to address this issue. The abc bend-a-beam single function malleable abc hand control handpiece is a single use device, intended to be used in open electrosurgical procedures to provide a means of coagulation. The IFU states under the section, instructions for use: before turning on generator power, insert the round connector end of the hand-control pencil cord into the "argon beam coagulator" receptacle of the abc electrosurgical generator and turn clockwise until tight. Plug three-pronged end connector into the "beam hand control" receptacle of the abc electrosurgical generator. Remove tip protector prior to activation. Turn on generator power. To activate the argon beam, depress blue button on the handpiece. Argon gas will continue to flow approximately four seconds after button is released. Turn off generator power before dismantling/disposing of handpiece. To reduce the risk of patient injury, the IFU provides the following warnings and precautions: always place handpiece in a safe insulated location when not in use to avoid burns. Prolonged use of the handpiece causes the tip to become very hot and the tip remains hot for a period after use. Do not allow the tip to come in contact with the patient or others after activation to avoid burns. Lot samples evaluated, not actual device.

Event description:
The customer reported that during a coronary artery bypass graft x3 (cabgx3), a conmed abc bend-a-beam single function malleable abc hand control handpiece was allegedly self-activated. This activation reportedly occurred as soon as the handpiece was plugged into the esu and without the depression of the activation button on the device during which time the abc handpiece had been placed on top of the surgical drapes on the sterile field instead of in a safe insulated location. The alleged self-activation resulted in the patient receiving a 2cm x 2cm third degree burn on the right, upper, inner thigh. The burn was treated with silvadene ointment. Last communications with the end-user facility on 30-sep-2015 revealed that the patient remained in the ICU of the end-user facility due to scheduled post-op cabgx3.